Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovideoscope exhibited foreign material exiting the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information was added to the following fields: d9, h3, h4, h6. Corrected data: b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed leakage from the instrument channel; however, we could not specify the root cause of the event. It is presumed that the subject event may occur when any damage is applied to the instrument channel, such as extending the distal end of the endo therapy accessory inside the channel. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: instructions operation manual chapter 4, ¿operation¿ section 4.3, ¿using endo therapy accessories¿ ¿¦insertion of endo therapy accessories into the endoscope¿ caution: do not open the tip of the endo therapy accessory or extend the tip of the endo therapy accessory from its sheath while the accessory is in the instrument channel. The instrument channel and/or the endo therapy accessory may become damaged. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the colonovideoscope exhibited a leak in the biopsy channel. There were no reports of patient involvement.